Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedances high out of range. Additionally, the patient was seen in-clinic and the device was checked and appeared to be functioning normal. No adverse patient effects were reported. This rv lead remains in service.